Manufacturer narrative:
E1 - address (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lines appeared in the image during inspection for use. Involving an olympus colonovideoscope. There was no patient injury reported.